Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had an permanent out of range signal. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and passed with no deficiency. Data logs were reviewed and could not be verified during the review of the receiver download. Pairing testing was performed on the return device and the reported issue could not be confirmed. Reported issue could not be reproduced with the receiver. The customer complaint of permanent out of range signal was not confirmed.